Manufacturer narrative:
N.a.

Event description:
A patient in sweden was undergoing a dialysis treatment via a gam cath ms-gdhk 1320 vascular access catheter. The patient was temporarily disconnected from the dialysis machine to undergo a diagnostic test. When the nurse went to reconnect the patient to the catheter she heard a crack and observed a blood leak. The catheter was removed and replaced with a new catheter. The exact date of this event is unknown and therefore the date of the event in this report is an estimated date.